Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was capped and replaced and the ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced several resets due to a no reason code power on reset (por) in a very short period of time. It is suspected that a short circuit resulting from a lead insulation failure during a ventricular fibrillation (vf) high voltage delivery, caused a device short and triggered a reset. The ICD and right ventricular (rv) lead currently remain in use. No patient complications have been reported as a result of this event.